Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon got stuck [foreign body in reproductive tract] infection - vagina [vaginal infection]. Case narrative: consumer reported via social media that the tampon got stuck. No serious injury was reported.